Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer did not require assistance. The customer resolved the problem by changing the infusion set and cartridge and resumed insulin delivery.